Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated.

Event description:
The facility returned an infusion pump for service with a reported failure code 535. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump, since the last baxter service event. No add'l info is known.